Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor.  (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The target lesion was located in an unspecified vessel in the right lower extremity. A 7.0x40x135 cm express® ld iliac / biliary stent was advanced but was not able to cross the iliac bifurcation. As the device was pulled out, it was noted that the stent came off the delivery balloon. The stent was dislodged in the radial artery and was implanted in that location. The implanted stent in the radial artery remained patent. Another unspecified stent was implanted and the procedure was completed. Acute angiographic results were good and revealed a patent lumen with no vessel perforations. No further patient complications were reported and the patient's status was fine.